Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure. According to the complainant, the unit failed to deliver energy during the procedure. The accessory device was removed from the patient and tested by touching it to a grounding pad. Sparks were observed, indicating proper connectivity. The procedure was then completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure. According to the complainant, the unit failed to deliver energy during the procedure. The accessory device was removed from the patient and tested by touching it to a grounding pad. Sparks were observed, indicating proper connectivity. The procedure was then completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found many deep scratches and decals on the cover, and it was noted that some of the silk screen had been worn away. All knobs and switches functioned properly during mechanical testing. During electrical evaluation, all internal connections were checked and wires were manipulated during energy delivery, but no issues with the unit were found. The unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that the unit failed to deliver energy; the complaint was not confirmed. Although the device exhibited some cosmetic damage, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. This unit has no history of service.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.